Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, as clips were being placed on gastric staple line, clip that was fired locked the entire applier on the stomach. The entire device had to be torn away along with the clip. Torn tissue was repaired with suture along staple line and there was tissue loss and tissue damage reported.